Manufacturer narrative:
Product analysis: analysis could not confirm the customer's comment that a knob on the (epg) had broken off. However it was noted during initial inspection that the battery drawer was sticking. The hanger assembly was broken. The upper case was broken. The keypad was delaminated. The encoder was contaminated. One knob was missing and three knobs were contaminated. All found defective parts were replaced and all other identified issues were resolved. The instrument passed all final functional tests if information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a knob on an external pulse generator (epg) had broken off. The epg was returned for repair. There was no patient involvement.